Event description:
Patient reports that her pacemaker malfunctioned just before holidays and she was hospitalized for removal and replacement surgery. She recalls feeling "a shocking sensation" at the time, with blackout episodes and near cardiac arrest. She gets anxious just speaking about the occurence. Her pacemaker was initially placed because of third degree heart block and bradycardia prior to her explant, she was experiencing "all kinds of stuff." She says she could be walking and then suddenly, she would fall to the floor. She has been researching pacemaker recalls on the internet and can only find guidant product recall. Would to know if others have experienced the same as she on the medtronic product. She says she called the manufacturer anonymously about the pacemaker malfunctions and was told that there were occasional "mishaps". When she inquired about deaths, she was told by them they weren't allowed to discuss anything further. The patient's first pacemaker was in 1998. She had pda closure at 11 months of age. Her new pacemaker is a medtronic product and thus far, she hasn't had any problems with it. However, she suffers from permanent heart damage and memory loss as a result of the medtronic pacemaker placed in 2005. She could have been a vegetable. She wants to know if others may have died due to its possible defects.